Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. It was determined that patient had twiddler's syndrome. No adverse patient effects were reported.